Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 year after the dental implant and abutment were placed in ada site 7, the implant lost osseointegration. Clinician reports pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 year after the dental implant and abutment were placed in ada site 7, the implant lost osseointegration. Clinician reports pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 year after the dental implant and abutment were placed in ada site 7, the implant lost osseointegration. Clinician reports pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.